Manufacturer narrative:
E1: 02 40 63 15 00 one device was returned for repair with complaint of error code 45639. The issue was discovered during workshop inspection. There was no patient involvement or harm reported. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. It was found that the pump goes into alarm immediately after powering on, alarming error code 45639, which points to a faulty printed wire assembly (pwa). The reported problem was replicated. The pwa was replaced.

Event description:
It was reported that there was an error code 45639 observed. The issue was discovered during workshop inspection. There was no patient involvement or harm reported.